Event description:
Crrt [continuous renal replacement therapy] filter st150 needed to be replaced. When replacing the new filter continuously primed the circuit with air even after troubleshooting. Replacement filter had to be discarded, and a new filter had to be started again, which had no issues. This led to a brief pause in crrt while filter was undergoing troubleshooting and replacement. Lot #2410055ca, dated 9/1/24-8/31/26.